Event description:
It was reported that this left ventricular (lv) lead has been exhibiting increased impedances over the past month, most recently measuring out of range, greater than 2000 ohms. Prior to the increasing impedances, it was noted there was some baseline noise, but no oversensing as a result observed on the lv lead. In addition, there is possible loss of bi-ventricular capture observed on the electrogram (egm) during a recent pacemaker mediated tachycardia (pmt) episode. Technical services was consulted and recommended device optimization as well as the patient be brought in to further evaluate the lv lead. The lv lead remains in service. No adverse patient effects were reported.